Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was not returned in original packaging. The suture loader was not returned. The distal body anchor was not returned. The sleeve and proximal screw were returned on the device with no defect. The tip of the insertion device is broken off and was not returned. Bio debris was present. A functional evaluation was performed on the returned device and found the black end cap could not rotate the tip. The white knob would rotate and move the sleeve forward. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (misalignment of inserter handle or excessive force). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during set up, the small metal hoop of the multifix s-ultra knotless anchor was not closed, it was impossible to use. The procedure was completed using a s+n backup device. No delay was reported. There was no patient involvement.